Event description:
It was reported that the ilet pump shut down and would not power on, then displayed a ¿charge ilet now¿ message shortly after being placed on a charging pad that showed a solid green indicator and a blue lock icon. Symptoms included no clinical symptoms. Outcomes included no impact on health and no need for medical attention. Investigation included guided troubleshooting by support to allow charging and monitor recovery. Investigation of this case revealed that the device experienced battery depletion with charging initiation recognized by the device. It was concluded that the event was consistent with battery depletion with device functionality potentially recoverable through charging.